Event description:
Endovive peg kit 20 fr. The snare in the kit broke immediately when opened. The team in the room states the snare broken before leaving the catheter while it was through the scope. No harm to the patient. Boston scientific endovive safety peg kit 20 fr lot number 32192011.